Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, errors 32100 and 32098 occurred on universal surgical manipulator (usm) 2, preventing normal system function. Initial troubleshooting confirmed that a power cycle had already been performed prior to contacting support, with no change in behavior. The system logs were reviewed, confirming the presence of related errors. Attempts to clear the fault were unsuccessful, and the arm remained nonfunctional. The system was then used with the usm 2 disabled, allowing the procedure to continue with a three-arm configuration. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no patient injury was reported. The procedure was completed with 3 arms. There was a minimal delay.